Event description:
It was reported that the patient presented to the hospital with symptoms of fatigue. The right ventricular lead exhibited loss of capture. Fluoroscopy revealed the lead was dislodged. The lead was explanted and replaced. The patients condition was good post procedure.